Event description:
Neck fracture of the stem.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in december 2002. A recall was conducted, in foreign countries, to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until april 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.